Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Fdc (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient experienced increased pain in back and legs, withdrawal symptoms to include shaking, sweating, and nausea. The returned session data report from (B)(6) 2017 logs indicated 3 motor stalls occurred. The first motor stall occurred on (B)(6) 2017 at 14:16 with recovery the same day at 15:09. The second motor stall occurred on (B)(6) 2017 at 20:35 with recovery the same day at 22:10. The third motor stall occurred on (B)(6) 2017 at 01:44 with no recorded recovery. The pump was replaced on (B)(6) 2017 and was returned. No further information was reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated the "pump restarted with forced bolus." The patient experienced mild withdrawal and was managed with oral medication until the pump replacement.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (2500mcg/ml, 750.5mcg/day) and bupivacaine 30mcg/ml, 9.0006mcg/day) in an implantable pump for an unknown indication for use. Patient medical history and concomitant medications were not available. On an unknown date a motor stall occurred. An audible alarm was heard and the motor stall was confirmed via interrogation. There were no known environmental/external/patient factors that may have led or contributed to the issue. No patient symptoms were reported. The actions/interventions required to resolve the issue were indicated as to be determined. The issue was considered ongoing. Surgical intervention was planned. The device status was implanted, remains in service. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.